Event description:
It was reported that the device displayed an upstream occlusion error. There was no report of patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4. Primary UDI number and h4. Device MFR date: correction. H3 and h6. Codes: updated. H7. If remedial action initiated and h9. Correction/removal report no: corrected device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device displayed an upstream occlusion error" was confirmed. Multiple upstream occlusion (uso) alarms were found in the device event log. The probable cause was downstream occlusion (dso) sensor and uso sensor assembly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.